Event description:
Pt was implanted with t-pal construct at l4-l5, l5-s1 on (B)(6) 2012 for spinal instability and foraminal stenosis. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. The spacer migrated posteriorly in the foramen at l5-s1. Surgeon removed all hardware and revised pt with new locking caps, two matrix screws and a new spacer. Surgeon positioned the spacer more anteriorly and reused the four matrix screws and the rods. Reportedly, pt is doing well. This is the 1st of 11 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.